Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The xience v 4.0 x 23 mm stent is being filed under separate manufacturer report numbers. There was no reported product deficiency and the product was not returned. Angina and restenosis are known adverse events as listed in the xience v everolimus eluting coronary stent system instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship, if any, to the device cannot be determined; there is no indication of a product quality deficiency with respect to manufacture, design or labeling. It was reported the xience v was used in a saphenous vein graft. It should be noted the IFU states: the xience v everolimus eluting coronary stent system (xience v stent) is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions. Safety and effectiveness of the xience v stent have not been established for subject populations with lesions located in saphenous vein grafts. It does not appear that the reported off label use of the xience v contributed to the reported patient effect.

Event description:
It was reported that approximately three years post stent implantation in the saphenous vein graft with two xience v 4.0 x 28 mm and 4.0 x 23 mm overlapping stents, the patient was hospitalized with angina and underwent percutaneous coronary revascularization for 90% mid portion stenosis within the index stents. The patient's condition resolved and the patient was discharged the following day. There was no reported adverse patient sequela. No additional information was provided.